Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on 4/3/16 with a blood glucose level of 582 mg/dl. The customer was treated for their blood glucose with fluids. The customer mentioned that they felt symptoms of vomiting and ketones. The customer's blood glucose was as low as 34 mg/dl the night before the hospitalization. The customer declined checking their settings and testing their insulin pump. The customer was advised to change the set on their device, but the customer decided to send their device back for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.